Event description:
Info was received that reported the patient was hospitalized in late 2008, due to an incident of diabetic ketoacidosis. The reporter states that the same day at 01:30 pm, the patient had a blood glucose of 121 mg/dl. At 09:00 pm that same day her bg had risen to >500 mg/dl. She was brought to the where upon admission her blood glucose was 662 mg/dl. She was admitted and diagnosed in diabetic ketoacidosis. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.